Event description:
Onguard 2 cstd 20 mm vial adaptor ii cstd product, ref#412171 lot ubx526 exp 2028-06-30. This product was attached to an etoposide vial and then the medication was not able to be drawn up, possibly internally the plastic is fused so no flow goes through the product. Led to wasting of the vial without it being able to be used. Defective cstd vial adaptor that does not allow fluid to flow through.